Event description:
It was reported that at the beginning of a da vinci prostatectomy procedure, the surgeon noticed the maryland bipolar forceps instrument was not moving properly. No injury to the patient occurred. This was the first use of the instrument. Fsr noticed broken cables on the tip of the instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The maryland bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument pitch cable to be frayed at the distal clevis hub. There was no damage at the clevis. Failure analysis investigation also found mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the mechanical indentations on the distal pulley may have been due to mishandling. In addition, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found.